Event description:
Device explanted due to suspected failure. Sick-sinus syndrome, atrial fibrillation with slow ventricular response, symptomatic bradycardia status post pacemaker implantation, complicated by right atrial lead dislodgement.